Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for other non-malignant pain. It was reported that the patient was unable to charge her implant and that recharging was taking too long. The patient was able to get the recharging screen but did not see the coupling boxes shaded. The patient had been experiencing pain since she had not been able to charge her implant properly. The patient positioned the antenna over the ins, lined the antenna over the incision then dropped the antenna a half inch to an inch, and a recharge session was attempted. The patient got poor coupling. The patient's belt had also broken so when she charged she either used her hang or clothes to hold the antenna in place. Repositioning the antenna did not resolve the issue. The patient was able to communicate using another external device. No ins pocket issues were reported. The patient began on (B)(6) 2016. The broken belt and issues recharging began probably a year or so prior to (B)(6) 2016. The patient wanted to try a new antenna. A replacement recharger antenna and belt were ordered. Additional information was received from the patient. It was reported that she received the new antenna for the recharger, but she was still not getting coupling when she recharged. The recharger would not interrogate. The patient wanted the entire recharger replaced. The recharger was replaced.

Event description:
Additional information was received from the consumer that they were having poor coupling with recharging. Repositioning the antenna was done but that didn¿t resolve the issue. The patient reported that there no ins pocket issue. The patient was to try the al feature and after performing al feature the patient stated that they still get 8 coupling boxes. The patient reported that they were having lot of pain and stated that it has been for years now. The patient reported that they were getting zero coupling bars. A new antenna was requested to be sent to the patient and recommended that the patient follow up with their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.